Event description:
Tourniquet was placed on patient's right thigh with the doctor checking tourniquet pre-op. When drapes were removed at the end of case (knee arthroscopy) patient's upper thigh above tourniquet was edematous, along with scrotum and penis. Tourniquet was found to be folded over itself. No alarm sounded during case. Tourniquet and arthroscopy pump was isolated for eval.

Manufacturer narrative:
Initial reporter was contacted by zimmer osp for additional event details and to determine if cuff was available for eval. Disposable 34" cuff was used during the case and the contact thought the cuff had been sent to a reprocessor. Cuff was not available for eval. The ats 2000 mentioned in this event was returned to zimmer osp for eval. Tourniquet machine was returned and evaluated by repair department. Battery was replaced and unit was performance tested and met specifications.